Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-18042019-0000409545 submitted for adverse event which occurred on (B)(6) 2018. Mwr-18042019-0000409546 submitted for adverse event which occurred on (B)(6) 2018 .

Event description:
It was reported by an attorney that the patient underwent a left inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent an additional repair of left inguinal hernia surgery on (B)(6) 2018 and the surgeon noted dense scar adhesions in the area of the mesh plug. Dense scar tissue and adhesions were removed from the left inguinal area, including dissecting away the previously placed mesh plug from the peritoneal flap. It was reported that a mesh was implanted during this procedure for the repair. It was further reported the patient underwent a right inguinal hernia repair surgery on (B)(6) 2018 and for persistent left groin pain. The surgeon noted the patient had a significant inflammatory adhesive reaction to the mesh. Those adhesions were lysed, taking care to avoid injury to the colon and small bowel which were both closely associated with this inflammatory reaction. No additional information was provided.